Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3594 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3594 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 761616) for female sterilisation. The patient had a medical history of heavy periods, pelvic pain, parity 3 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3594 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils: left 3 right:2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure confirmation n test distal end of the micro-insert inner coil is within the tube, with less than 50%of the length of the inner coil trailing into the uterine cavity: yes right and left occlusion satisfactory occlusion ' tube is occluded at the cornua: yes: right and left post essure hysterosalpingograrn (hsg) the essure implants are in place appropriately [pathology test] on (B)(6) 2021: diagnosis: a. Omentum, biopsy: mesothelial-lined fibrous tissue. Negative for malignancy. B. Uterus, cervix, fallopian tubes, hysterectomy: cervix- nabothian cysts endometrium- proliferative endometrium. Negative for atypical hyperplasia or malignancy. Myometrium- adenomyosis serosa- no significant abnormality right fallopian tube- no significant abnormality left fallopian tube- no significant abnormality foreign bodies, consistent with medical devices. Clinical history: heavy menses gross description: he proximal fallopian tube lumens each display a metallic coiled essure contraceptive device. The cervix has a fairly well-defined squamocolumnar junction with nabothian cysts. [Ultrasound pelvis] on (B)(6) 2020: revealed an endometrial thickness of 4 mm. At this point, patient has indicated her desire for definitive therapy with ovarian preservation batch no761616production date2010-08expiration date2013-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 761616) for female sterilisation. The patient had a medical history of heavy periods, pelvic pain, parity 3 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3594 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils: left 3 right:2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: essure cofirmati n test distal end of the micro-insert inner coil is within the tube, with less than 50%of the length of the inner coil trailing into the uterine cavity: yes right and left occlusion satisfactory occlusion ' tube is occluded at the cornua: yes: right and left post essure hysterosalpingograrn (hsg) the essure implants are in place appropriately [pathology test] on (B)(6) 2021: diagnosis: a. Omentum, biopsy: mesothelial-lined fibrous tissue. Negative for malignancy. B. Uterus, cervix, fallopian tubes, hysterectomy: cervix- nabothian cysts endometrium- proliferative endometrium. Negative for atypical hyperplasia or malignancy. Myometrium- adenomyosis serosa- no significant abnormality right fallopian tube- no significant abnormality left fallopian tube- no significant abnormality foreign bodies, consistent with medical devices. Clinical history: heavy menses gross description: he proximal fallopian tube lumens each display a metallic coiled essure contraceptive device. The cervix has a fairly well-defined squamocolumnar junction with nabothian cysts. [Ultrasound pelvis] on (B)(6) 2020: revealed an endometrial thickness of 4 mm. At this point, patient has indicated her desire for definitive therapy with ovarian preservation the most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporetrs,medical history,lab data,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.